Event description:
It was reported to boston scientific corporation that the autotome rx sphincterotome from an rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, inside the duodenum, the tip of the sphincterotome was bent and it would not bow up. The procedure was completed with another autotome rx sphincterotome. There were no issues with the other components in the kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that the autotome rx sphincterotome from an rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, inside the duodenum, the tip of the sphincterotome was bent and it would not bow up. The procedure was completed with another autotome rx sphincterotome. There were no issues with the other components in the kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent. The distal tip and exposed cut wire was severely twisted, bent and smashed. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification but the bowing was not in plane due to the bent wire. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the tip of the sphincterotome was bent and it would not bow up correctly. Since the devices are 100% inspected during manufacturing for working length/distal tip integrity and cannulating orientation process specification. Procedural factors/ handle rotation likely caused the working length and distal tip with exposed cut wire to be twisted and bent during the customer usage. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.